Event description:
It was reported the device counts sometimes the t-wave of the ECG waveform as "v" or double count of the heart rate. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed remote service personnel which included the remote support engineer (rse) talked to the customer who confirmed the symptoms sometimes occur even when the electrode position is changed or the induction is switched. The customer also confirmed the situation was improving by changing the position of the electrodes again. The results of the analysis were that the rse advised the customer to use the equipment with this current workaround and to report back if the issue persists. The device remains at customer site. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to electrode position applied by the user. The issue was resolved by advising the customer how to position the electrodes. A review of the service history for this device confirms the problem has not been reported again for this device. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(4). E1: reporter phone#: (B)(6).